Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found expired in his home. Log file analysis showed the patient had low flow alarms and the flow never recovered. The patient slept on batteries and the batteries ran down below the low voltage advisory. The patient's batteries ran completely down to low voltage hazard on the white lead and on the black lead. It was later reported that the cause of the low flow alarm was not identified. The patient was in the kitchen fixing his dinner and it appeared that he suddenly collapsed. He was found approximately 24 hours later when the private nurse had not heard from him all day. The device continued to work until the batteries and controller back up battery had drained completely. It is believed that the device operated as expected.

Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: analysis of the submitted log files confirmed low flow alarms followed by full battery depletion and an eventual pump stop, however, a specific cause for these events could not conclusively be determined through this evaluation. Additionally, a direct correlation between the patient¿s outcome and the heartmate 3 lvas, serial number (B)(6), could not be conclusively determined through this evaluation. The system controller event log file shows a low flow fault captured on (B)(6) 2020 at 20:02:43. This event ultimately results in a low flow alarm that does not resolve for the duration of the log file. Low power advisory alarms were then captured at 12:07:53 and 12:13:18 on (B)(6) 2020. These low power advisory alarms changed to low power hazard alarms, and eventually to a no external power alarm at 14:32:19 when the external 14v lithium-ion (li-ion) batteries fully depleted. The device was supported by the system controller¿s backup battery until it fully depleted at 16:47:53, causing the pump to stop. The account reported that the patient appeared to have collapsed suddenly. The patient¿s nurse went to check on the patient and found him expired on (B)(6) 2020. The account reported that the device appeared to operate as expected. (B)(6) was not returned for investigation. The heartmate 3 lvas IFU lists several adverse events that may be associated with the use of the heartmate 3 lvas. This IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. This IFU explains that every heartmate 14 volt lithium-ion battery also has its own on-battery gauge showing the power level for that battery and explains how to interpret the power levels. This document warns not to use batteries to power the system while the patient is sleeping. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.